Event description:
Reporter indicated that vns patient was experiencing sporadic stimulation that sometimes caused chest pain and pain in the neck area. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Based on known device settings, remaining generator battery life was estimated to be approximately 1.09 years. Investigation to date has been unable to determine whether the chest pain is cardiac-related as no response has been received to manufacturer's request for additional information from treating neurologist.